Manufacturer narrative:
The rod, and the associated screw and cap, were returned to MFR. For evaluation. Deformation of material in the seat of the screw, where the cap engages, and corresponding deformation/damage to one of the locking lugs on the cap suggest that the locking cap was not correctly and securely engaged by the user. When correctly assembled and tightened, the subject rod, screw, and cap tightened properly and proved secure.

Event description:
Sales rep reports that a silverbolt construct implanted by dr on (B)(6), 2008, was removed by another surgeon (name unk) because the rod end became detached from the screw.